Manufacturer narrative:
F26 code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that booted system and tested both mobile viewing station (mvs) and image acquisition system (ias) unit startup. Both units booting properly. Remotely connected to the ias computer and checked the generator error log. No errors. Performed 2d and 3d testing. System generating x-ray properly. Performed testing with the umbilical disconnected. Checked mvs ups battery function. System passed all function checks. Performed a system checkout. System is fully functional. Unable to replicate the error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that when attempting to take a spin and switching the nav server, the system became unresponsive. Site reported that the system and when attempting a spin again, the system shut down. No reported errors displayed. Site continued with case by using the other imaging system. Site also reported when booted up the system, e-stop was engaged and calibrations were 15 days overdue. Site did not want to attempt running calibrations or disengaging the e-stop. This issue occurred intraoperatively. There was no reported impact on patient outcome. Procedure and delay were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was no surgical delay.

Manufacturer narrative:
Updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Imaging system being used for a spinal fusion procedure.